Manufacturer narrative:
The device was received for evaluation. During functional testing, two keypad buttons did not function properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was inoperable during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR was inadvertently submitted as (B)(6) 2022; this is being corrected to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.